Event description:
It was reported that the ilet charger intermittently disconnected during use and stopped mid-charge, and the charging pad exhibited connection issues, resulting in a device power supply problem consistent with an external hardware accessory malfunction. No clinical effects reported. Outcomes included replacement supplies shipped. Investigation included customer interview and complaint review. Investigation of this case revealed a repeatability of the connection issue during normal use without evidence of user error. It was concluded that the charger exhibited a malfunction consistent with an electrical connection or contact failure.